Event description:
The hcp reported that while placing a bravo ph monitor, the handpiece broke and the capsule would not deploy from the delivery system. It is unknown whether the capsule had attached to the patient's esophagus. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The device was returned coiled up in a small bag and the plunger was not broken as the customer claimed. The capsule was still attached to the delivery system and the trocar needle was not advanced. The boot was separated and there was blood on the capsule and delivery system. The plunger appeared to be working properly as the analyst was able to depress and rotate it and it popped back freely.